Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited noise during patient arm movement. Technical services noted that the noise appeared to be over-sensing on the ra lead. Technical services also recommended reprogramming options. The lead remains in service. No additional adverse patient effects have been reported.